Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment 6 cm diameter thoracic aortic aneurysm approxi mately four years ago. The proximal aorta was 29 mm in diameter and 91 mm in length. Distal aorta was 39 mm in diameter. Right and left iliac arteries were 9 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The aorta has mild tortuosity and thrombus is present. The patient presented with a distal type I endoleak and a type ii endoleak two years after initial implant. It was reported that four valiant stent grafts were implanted however, due to the patient's tortuosity, one of the valiant grafts were implanted more proximally in the aorta with only a 1.5 cm overlap. The physician feared migration and potential endoleak over time so, another valiant graft was implanted for better seal. The distal endoleak resolved. The physician assessed the event of the distal type I endoleak as not device or procedure related due to the progression of the abdominal aortic aneurysm disease which compromised the seal of the distal end of the stent graft. The type ii endoleak was left uncorrected. No additional clinical sequelae were reported, and the patient is fine. Film review analysis: cta's from 2 years post-implant show that the talent stent grafts were implanted from distal to the lsa, extending to approximately 4-5 cm proximal to the celiac. Contrast is seen near the most distal stent graft; likely type ii. The distal stent graft od is 48 x 52cm; appears to be fully expanded (57mm lumen diameter). The reported distal type I endoleak could not be seen; however, with lack of stent graft apposition with the distal thoracic aorta, the taa was likely pressurized. The distal stent graft also contained large amounts of thrombus; approximately 25 percent occluded. Images at 2-years showed that the stent grafts have been extended distally (4 stent grafts) to just proximal to the celiac, where the od of the most distal stent graft was 24mm. No endoleak was seen. Earlier post-implant images were not returned; it is possible that disease progression may have contributed to the reported distal type I endoleak.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (inaccurate delivery), (unknown cause of event). Conclusion: known inherent risk of a procedure (inaccurate delivery), (unknown cause of event).